Event description:
It was reported that the surgeon cut/modified this instrument because the patient had a total hip in the same leg and the existing stem and/or bone cement was restricting the intramedullary rod on the cutting guide from going into the patient's femur bone.

Manufacturer narrative:
Evaluation summary: the medullary rod on the device interfered with either a long hip stem and/or bone cement in the distal femur. Thus the surgeon decided to modify the device intraoperatively. The remaining parts of the device function as intended. The device was intentionally shortened and had no deficiencies inside its normal range of usage. As returned, a portion of the rotating rod is missing. It is reported that this piece was removed by the surgeon intraoperatively due to interference in the intramedullary canal caused by an existing hip implant. Device history records indicate all components were manufactured and inspected to specification. The device had a potential field age of approximately 14 months at the time of failure.